Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place taking place in september 2015 (case# FDA-2014-n-0736-2375, awareness date 04-nov-2015). It refers to a female consumer of unspecified age in united states who had essure inserted in (B)(6) 2013 and have fought my previous physician for removal since ((B)(6). She suffered from extremely heavy menstrual cycles, excessive clotting, chronic pelvic pain, painful intercourse, irregular periods, hair loss, skin rashes, chest pains, increased depression and anxiety due to all of the side effects. Quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain. She found a new doctor to remove them and she was scheduled for surgery. This event is serious due to its medical importance and listed in the reference safety information for essure. Based on the nature of event and considering that pelvic pain may occur with essure therapy, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, non-serious events were reported. According to product technical complaint, there is no relationship between the reported event(s) and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.